Event description:
It was reported that customer was hospitalized due to high blood glucose, ketones and chest pains. Suggested that customer contact md. Explained that high blood glucose is more often caused by a site/set occlusion. Troubleshooting was performed.